Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported ¿capsular contracture, baker grade IV¿, ¿pain¿ and ¿prosthesis rupture¿. Patient later reported "deformity due to contracture", "large amount of pericapsular seroma and broad capsular undulations" and "small simple cysts measuring between 2¿5 mm", not considered device related. This record is for the right side. Device was explanted.